Manufacturer narrative:
Patient information not available for reporting. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) with the femoral neck system (fns) for repair of femoral neck fractures on (B)(6) 2018. Patient was implanted with a fns plate, an antirotation screw for fms, a locking screw, and a bolt for fns. Surgery was completed with no delay. Patient transferred to a rehabilitation hospital on (B)(6) 2018. X-rays taken on (B)(6) 2018 revealed the femoral head had been shortened and inversion and rotation of the femoral head had occurred. Surgeon assumes it had cut out. Patient is currently not reporting pain and will be monitored. If cut out is confirmed, a bipolar hip arthroplasty will be performed. Concomitant devices reported: fns plate 1 hole (04.168.000s, lot l655447, quantity 1), 5.0mm locking screw self-tapping with t25 stardrive 38mm (412.213s, lot l718278, quantity 1). This report is for one (1) antiroation screw for fns 80mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.168.480s; lot: l473811; manufacturing site: grenchen; supplier: (B)(4); release to warehouse date: june 27, 2017; expiry date: june 01, 2027. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.